Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease on in its impedance measurements and oversensing of noisy signals, so damage on its insulation was suspected. The noisy signals resulted in pacing inhibition. The rv lead was subsequently reprogrammed to unipolar. At a later date this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.